Event description:
An optometrist reported a bilateral case of recurrent corneal erosion, observed at five months post photo refractive keraectomy (prk) right eye worse than left eye. Patient noted dryness and discomfort upon awakening. Light sensitive and tearing for two - three hours in the morning. Reporter indicated punctial plugs were placed in the lower lid punctum, and patient was instructed to use artificial tears during the day and eye ointment at night. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. The system history shows that the laser was verified successfully prior to and after the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.